Event description:
An aq2010v model lens was damaged while being inserted. The lens touched the eye but was not implanted. There was no pt injury. It is unknown if the lens or delivery system malfunctioned.